Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 17377052/17381818.

Event description:
It was reported that the patient had to charge implantable pulse generator (ipg) more often and experienced loss of therapy due to high impedances on the spinal cord stimulation (scs) leads. Reprogramming was done around bad contacts and was able to cover pain areas. The physician opted a full spinal cord stimulator (scs) explant and replaced with magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted products will not be returned due to hospital policy.